Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue during preventive maintenance (pm) observed bent display hinges and a broken right side hinge cover. The stm repaired hinge alignment and replaced right side hinge cover (0380-00-0561). The stm completed pm with full calibration, functional testing and safety check to factory specifications. Iabp was returned to customer and cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit has a damaged display hinge concealment. There was no patient involvement.

Event description:
N/a.